Manufacturer narrative:
The device was not returned for evaluation. X-rays photos were provided, but a clinical evaluation could not determine the reason for the reported infection. The clinical/medical investigation concluded that, based on the information provided, the patient was revised due to an infection, however, the definitive clinical the root cause of the reported infection cannot be determined due to the limited information. Therefore, the causal relationship between the s&n device and the reported issue cannot be confirmed. Although it was reported, the patient was revised as treatment for this adverse event, it is unknown how the procedure was completed. The impact to the patient beyond the reported infection, the reported revision and the subsequent post-op convalescent period cannot be determined. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A factor that could contribute to the reported event include patient reaction. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this study case reports a revision surgery was performed just over 2 years post-implantation due to infection. The requested operative reports and x-rays have not been provided to fully evaluate the clinical root cause of the reported event. Therefore, patient impact beyond the revision cannot be determined. Without the requested information, no further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a revision surgery due to an infection. An unknown tibial insert was removed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.